Manufacturer narrative:
Event date is estimated. It was reported to abbott a patient¿s ipg was at end of life and needed to be replaced. The patient was approved for the replacement surgery. On 15 may 2023, it was reported the patient had a battery swap due to the battery being dead. Surgery went well and the patient had effective therapy. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined

Event description:
It was reported that the patient's ipg was at end of life. Surgical intervention was undertaken on 15may2023 wherein the patient's ipg was explanted and replaced. Therapy was restored post operatively.